Event description:
It was reported that t1 and t2 deployed together. All t's were removed from the patient. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
Device was returned. T1, t2 and suture were not returned. Needle shows signs of damage. The depth limiter is attached although is not entire. It is short and the incremental measuring line end is missing. Device does not show any other damage. A functional test indicated that device cycle and actuate successfully. No root cause related to the manufacturing process was established.